Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.087100 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on month date, year with blood glucose of 487 mg/dl and current blood glucose value is 249 mg/dl . The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.